Manufacturer narrative:
(B)(6).

Event description:
It was reported that the rotawire was broken. A 1.50mm rotalink plus burr and a rotawire were selected for use. It was observed while the devices were outside of the patient's body that the burr catheter and rotawire were broken and saline was dripping more than usual in other place of the rotalink catheter which is not supposed to be dripping. The procedure was completed with a different device. There were no patient complications reported.